Manufacturer narrative:
Received one used list #142730490. As received the blue clave was observed to be missing. The semi-rigid adaptor was observed to still be on the burette port. The deformation on the area of the break showed beach marks and was at an angle, typical of a bend break. The complaint of clave of breakage can be confirmed. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/17/2024.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the reporter stated that when the healthcare provider added the drug through clave port, the clave broke when syringe was connected to the clave. There was patient involvement, but no patient harm in the event.